Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. The customer was unsure how the pump time became inaccurate. Tandem technical support guided the customer through adjusting the pump time. Reportedly, customer's blood glucose (bg) level ranged from "low to high". Customer did not provide specific bg values. Customer delivered boluses to address elevated bg levels, and addressed low bg levels with juice and sugar. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.